Event description:
It was reported by the site coordinator that they had "a patient who was implanted over a year ago who had 'unresolvable' suction alarms. They were unable to silence the suction alarms." The site made the decision to do an elective controller exchange. The patient did not experience any further suction alarms once the controller was exchanged. The controller will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed 24 suction alarm between (b)($) 2014. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The device was related to the reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. In the absence of a device malfunction, a root cause cannot be established; the controller passed visual and functional testing. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.